Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
Claimant underwent right total hip arthroplasty on (B)(6) 2011 and was implanted with the following components: rejuvenate spt modular stem #7; rejuvenate modular neck 127°/132° neck angle; lfit anatomic v40 femoral head; trident x3 10° polyethylene insert; trident psl ha cluster acetabular shell. She was revised on (B)(6) 2021 due to alleged cobalt and chromium toxicity.